Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was hospitalized for fluid overload. The physician confirmed the hospitalization was a result of the cardiomems readings were not accurate and the patient was undertreated. The patient's volume status was optimized, and the patient is stable.